Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit can not turn on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Additional information: contact person phone number: (B)(6) a getinge field service engineer evaluated  came in to check and found that machine can the engine can be turned on*, but the power switch cannot be used, and a burning smell is emitted. Came out of the machine* checked and found that the board solenoid control electronic equipment* inside the board is burnt out will pick up the board to test and change later* (B)(6) 2023 tested to change the power management board and* board solenoid control still can't be used, can't turn off and turn on* the machine and alarm beeping for a long time, will pick up another board to try to change* later* (B)(6) 2023 try to change pcb exec processor and pcb printer* still turn on, not stuck, same symptoms* take the device back to the company with 2 batteries* not received salt pole and pressure bag returned* have doppler* (B)(6) 2023 test change front end board check power supply* machine still can't use* will pick up another board let's test it again* change 1 solenoid control board and 1 power management board* function check passed* test balloon the machine can be used normally. The failure analysis and testing dept. Received the following parts associated with this complaint. These parts were received with a reported failure of the cardiosave not powering on and emitting a burnt smell. The fat performed a visual inspection and found  has a blown component. With the damage on and this possibly being caused by  does not feel comfortable installing and testing either of these due to the risk posed to the cardiosave test fixture. Fat cannot investigate this issue any further. Sending the boards to the supplier for failure analysis .the failure analysis and testing dept. (Fat) received the following boards from the supplier pcb, power management,   pcb, solenoid control,  the supplier verified the failure of the unit not turning  with both boards.  Pcb, power management, rohs , the supplier found to be defective and replaced both parts. The board was sent to retest and retest found that the board failed for slot 1 led on. The supplier found that  had shifted. The supplier replaced . Pcb, power management,  passed testing. The failure analysis and testing dept. Installed  pcb, power management,   into the cardiosave test fixture serial number  and tested the board  to factory specifications  revision e and the cardiosave service manual . The board passed testing. Pcb, solenoid control, rohs  was inspected by the supplier, and the supplier observed a burnt component . The supplier sent the board to rework. After c40 was removed, it was found that the pad was lifted. The board could not be repaired. The board was recommended for scrap. Due to the lifted pad on pcb, solenoid control, the fat cannot investigate the board any further. Retaining the boards in the fat . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.